Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found ¿three conductors were broken 10.1 cm from the distal end¿ and outer insulation was ¿breached¿ 9.8 cm from the distal end.

Event description:
It was reported the patient experienced ¿less than 50% therapy relief¿ at an unknown location. Impedance testing was performed and found ¿high¿ impedance values of ¿10k to 15k¿ ohms on all contacts of the patient¿s lead. The lead was replaced as a result of the event and the issue was resolved. The patient was ¿doing well¿ with their replacement lead and was receiving effective therapy as of five days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID: 3389-28, lot# unknown, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.